Event description:
It was reported that following an endoscopic procedure, the physician observed that the stent had migrated. Another stent was implanted. The patient's condition is reported as fine. No product is being returned.